Event description:
A user facility¿s biomedical technician (bmt) reported that a 200t hemodialysis machine had no power. A fresenius field service technician (fst) was called onsite and found that the ribbon cable was not attached to the power control board. They found that one of the ribbon cable prongs was burnt, so they removed the power cord assembly and ordered a new power supply for the customer. Upon follow up, the bmt stated that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The component was charred and blackened, but there was no melting, burning smell, smoke, spark, flame, or arcing observed. The component was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 1,300 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed is still waiting for a replacement part to arrive. The ribbon cable was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). They found that one of the ribbon cable prongs was burnt, so they removed the power cord assembly and ordered a new power supply for the customer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst found that one of the ribbon cable prongs was burnt; therefore, the complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 200t hemodialysis machine had no power. A fresenius field service technician (fst) was called onsite and found that the ribbon cable was not attached to the power control board. They found that one of the ribbon cable prongs was burnt, so they removed the power cord assembly and ordered a new power supply for the customer. Upon follow up, the bmt stated that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The component was charred and blackened, but there was no melting, burning smell, smoke, spark, flame, or arcing observed. The component was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 1,300 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed is still waiting for a replacement part to arrive. The ribbon cable was reported to be available to be returned to the manufacturer for physical evaluation.